Event description:
A customer reported an issue with the vibration function of their insulin pump, as it was not working despite the settings being correct. There was no adverse impact on the customer¿s blood glucose level, as it remained within the normal range. Technical support instructed the customer to perform a series of checks, and after confirming the issue, they replaced the pump. The customer understood how to manage the return process for the malfunctioning device.